Event description:
During closure of skin following an orif of the right frontal sinus fracture, an orif of right superior orbital rim/frontal bone and decompression of the supraorbital nerve, the staple chamber of a 1 proximate skin stapler snapped off from the holder as well as a second part causing the stapler to break into three pieces. The skin closure was complete without any interruption in the stapler line. There was no injury to the pt.